Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that the patient with this system was seen in the emergency room after experiencing a syncopal episode. An increase in thresholds and loss of capture was also noted on the right ventricular (rv) lead. Both the rv and right atrial lead displayed a rise and then eventual high, out of range pacing impedances. The patient underwent a system revision procedure where the device was explanted as the physician believed that the device was failing to give output. The device was reported to have been at a battery status of elective replacement indicator (eri). Both leads remained implanted. Subsequent information then indicated that the patient experienced another syncopal episode. The patient was seen for another revision procedure where the rv lead was explanted and replaced. The device has been returned for analysis. No additional adverse patient effects were reported.